Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days after open abdominal surgery, the device was used for peritoneal sutures. When the sutured part was checked, breakage was found in the thread. Repeat and additional surgery was performed for wound dehiscence. An unanticipated tissue loss was noted and there was tissue damage. There were three (3) similar cases at the same time, and a total of 4 cases had the same problem. Another lot product was used, and there was no problem after that.